Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
The penumbra system 3max reperfusion catheter (3max) was fractured approximately 5.0 cm from the hub. No damage was visible to the 3max cardboard box. The complaint has been evaluated. The complaint indicated that the 3max package was bent and they were unable to use the device. Evaluation of the returned device revealed no damage to the product packaging and a fracture in the proximal shaft of the 3max approximately 5.0 cm from the hub. This type of damage typically occurs due to improper handling during removal from the packaging. If the catheter is manipulated forcefully at an angle during removal from the packaging hoop, damage such as this may occur. These devices are 100% visually inspected for damage during in-process inspection.

Event description:
The packaging of a penumbra system 3max reperfusion catheter was found bent and the 3max catheter was not used. A new 3max catheter was used and the case continued.